Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
When drilling, drill got stuck with the sleeve. The drill can be removed from the patient body, no problem in the surgery.

Manufacturer narrative:
Correction - d4 lot, d9 product available to stryker, h1 device evaluated by mfg, h6 method code the reported event could be confirmed, since the device was returned for evaluation and matches the alleged failure. The received drill is found in damaged condition. There are lot of dent and damages in the tip of the drill followed by deep scratch marks on the outer periphery of the drill which indicates excess metallic contact with the sleeve due to misalignment of the drill and sleeve. Due to excess metallic contact, the two components might have got stuck together. The drill was also found slightly bend due to excess bending forces. It looks like while taking out the stuck and deformed drill, the scratch and dent marks have become more prominent on the device. The outer diameter of the drill was found within specification. Furthermore, a hardness test according to rockwell on the returned item indicates the material being in accordance with the values in the material specification. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the investigation, the root cause was attributed to be a user related. The event was caused by due to misalignment of the drill and sleeve resulting in excess metallic contact due to which the drill got damaged and bind up temporarily with sleeve. If any additional information is provided, the investigation will be reassessed.

Event description:
When drilling, drill got stuck with the sleeve. The drill can be removed from the patient body, no problem in the surgery.